Manufacturer narrative:
Product ID: 8709sc, lot# n238972001, implanted: (B)(6) 2010, product type: catheter. Product ID: 8709sc, lot# n232633007, implanted: (B)(6) 2009, product type: catheter. Product ID: 8709sc, lot# n217535030, implanted: (B)(6) 2010, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving intrathecal compounded baclofen 900.9mcg/ml, 239mcg/day, and intrathecal sufenta 50mcg/ml, 1.3315mcg/day, for intractable spasticity. The patient was undergoing a lumbar decompression and it was decided to replace the pump at the same time as it was due for replacement. When the pump pocket was opened purulent material was observed. The infected pump and catheter segments were removed. A new pump was going to be used externally with an externalized catheter. There were no other symptoms. The patient's medical history includes multiple sclerosis. Follow-up is being conducted to obtain all information relevant to the event, such as any diagnostics and if the cause of the event was determined.